Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "the air path could not be inflated properly" is confirmed by the teleflex technician. As a result, the pcs assembly was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
The issue was found prior to use on patient. It was reported that the air path could not be inflated properly. As a result, the pump was not used on the patient and the equipment was changed to complete the operation. There was no report of patient complications, serious injury or death. Patient was marked off as fine.

Manufacturer narrative:
(B)(4).

Event description:
The issue was found prior to use on patient. It was reported that the air path could not be inflated properly. As a result, the pump was not used on the patient and the equipment was changed to complete the operation. There was no report of patient complications, serious injury or death. Patient was marked off as fine.